Manufacturer narrative:
Technician determined that the communication cable is missing from the bed. Technician replaced the communication cable to resolve the issue.

Event description:
Technician alleged while troubleshooting the bed, it was discovered that the nurse call feature will not operate. No patient impact.